Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as nov 12, 2012. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The manufacturing date was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to damage of mechanical components due to normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that prior to surgery, it was observed that the sagittal saw device was "running intermittently". It was not reported that the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There was no patient/user injury, medical intervention, or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.